Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. All operating currents tested within the specification range and passed off no power test. The insulin pump passed displacement, rewind, basic occlusion test, prime, excessive no deliver, and occlusion tests. The motor was tested outside of the device and passed and the no motor error alarm noted. The drive support cap was inspected and no anomaly was noted. However, the insulin pump was received with cracked reservoir tube lip and missing the endcap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error 3 or 4 times the day before. Blood glucose value was 108 mg/dl. The customer stated the alarm would occur shortly after rewind. The customer stated that when she woke up the morning of the call, the insulin pump was off and her blood glucose was at 244 mg/dl. She removed and reinserted the battery and it started working again. Customer reported the drive support cap is flush. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.